Event description:
Repair facility for prn supply states that purity does not get above 85%. He states the exhaust fan is not working. He states he ran for 25 minutes using another fan and the unit worked however he states the compressor may have overheated due to the exhaust fan not working properly.